Manufacturer narrative:
Date of event: exact date unknown, event occurred a few weeks ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation in the left leg and was successfully reprogrammed. It was noted that following the patients reprogramming, the patient started to experience pain and swelling in the foot and leg. The patient also experienced pain in stomach, groin area and intense spasms in the left leg even when stimulation was turned off. The physician believed that the issue could be device related. The patient was admitted to the hospital.